Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products and therapy dates: burr devices. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the device not holding the burr devices correctly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that there was a small hole in the hose near the muffler. It was further determined that the device failed the loctite assessment for the modified setscrew and the rotational speed of device was below minimum requirement at 90 psi. It was further determined that the device failed the hose verification. During service/repair, it was observed that the vanes were worn. It was determined that the issues were consistent with normal wear over time. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was not holding the burr devices correctly. It was further reported that the tech tried to insert a burr into the device; however, that might have caused further issues. During in-house engineering evaluation, it was observed that the rotational speed of device was below minimum requirement at 90 pounds per square inch (psi). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.